Manufacturer narrative:
The customer¿s report of a cracked male luer spin collar was not confirmed. Visual inspection indicated there were no signs of damage found on the male luer tip. The male luer spin collar was not provided with the set; therefore it was not possible to confirm that there was a crack on the spin collar through visual or functional testing. Dimensional testing on the male luer tip indicated that the luer tip was within required specification. The root cause of a crack on the male luer spin collar was not identified as the male luer spin collar was not provided for analysis.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male luer spin collar cracked while unscrewing it and resulted in leaking during patient infusion in the nicu. There was no patient harm. The customer stated that no instruments are used to tighten the luer locks, and that the users do not over tighten them.